Manufacturer narrative:
No reported patient or surgical involvement. It is unknown when the issue with the device originally occurred; however, the discovery was made on june 6, 2016 in sterile processing. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: november 30, 2012. Review of the device history record shows that there were no issues at the time of manufacture that would contribute to the issue outlined in this complaint. A review of inspection records and certifications confirms that the material, components, and final product met all acceptance criteria. The hardness was measured as conforming at 48.0 hrc. All twenty-five (25) parts of the lot were checked 100% for features and function. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the clamp portion of a pair of periatric reduction forceps was in two (2) pieces due to a missing component (screw). The issue was discovered during central sterile processing with no reported patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: this complaint is confirmed, as the returned device was received missing the pivot screw which secures the two handles together. The missing pivot screw was not returned for evaluation. The remainder of the device shows minimal wear consistent with a couple years of use (manufacture date november 30, 2012). A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned forceps (03.118.001) are an instrument commonly used to reduce fractures in the 2.7mm/3.5mm variable angle ankle trauma set and 2.7mm/3.5mm variable angle ankle lcp elbow system. The relevant drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. It is not likely that the design of the device contributed to this complaint. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.